Event description:
It was reported that the implantable cardioverter defibrillator exhibited loss of bluetooth telemetry. No changes or intervention was performed. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not provided.

Event description:
New information indicates that the patient presented in clinic on (B)(6) 2022 and bluetooth telemetry was restored. Further information was requested but not provided.